Manufacturer narrative:
The device was not returned for evaluation and no relevant photographs, videos, or imagery were provided. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other additional events related to motion restricted leaflet or leaflet inadequate coaptation and central regurgitation. A review of complaint history confirmed complaints from december 2019 through november 2020 was performed. Complaints found were reviewed based on similar reported events and associated root causes and evaluation codes. Of the potential root causes, the following are applicable to the current evaluation: procedural factors (over inflation of the balloon). The instructions for use (IFU), device prepping manual, and procedural training manual were reviewed for instructions relating to the observed events. To prevent possible leaflet damage, the valve should not remain fully crimped and/or in the loader for over 15 minutes. Keep the valve hydrated until ready for implantation. Verify the correct position of the valve with respect to the landing zone. Begin valve deployment by unlocking the inflation device provided by edwards lifesciences. Using slow controlled inflation, deploy the valve by inflating the balloon with the entire volume in the inflation device provided by edwards lifesciences, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. No IFU/training deficiencies were identified. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The events were confirmed based on the review of provided cardiac catherization report. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the device lot history, complaint history and DHR revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, a 20mm s3 was initially deployed within the proximal conduit stent complex with 13ml volume. The valve was then post-dilated with a 20x4 atlas gold (16 atm). A follow up angiogram demonstrated significant central regurgitation and ice confirmed an immobile leaflet and central leakage. Per training manual, the nominal inflation volume of 20mm s3 valve is 11 ml, and the post-dilation (if needed) should be performed using the same delivery system. In addition, the delivery system requires a prescribed volume for thv deployment and proper function per IFU. In this case, it was likely that the valve was overinflated during the deployment/post-dilation. The over expanded valve could lead to leaflets motion restriction and resulted in regurgitation (central leak). As such, available information suggests that procedural factors (over expanded) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. Additionally, no product non-conformance was identified, and the occurrence rate did not exceed the trend category control limit, therefore a product risk assessment is not required.

Manufacturer narrative:
Additional information was received and added to b.7. Investigation is ongoing.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, a patient with a 19mm homograft conduit in the pulmonic position presented with stenosis/regurgitation. The conduit was first stented with a bare metal stent followed by a covered stent. A 20mm s3 was then implanted. Post angio demonstrated significant central regurgitation. Ice was utilized and physician stated that only 1 functioning leaflet was visible. A second 20mm s3 was implanted successfully within the initial thv. Post angio confirmed placement and function. No imagery is available.